Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead revealed a rise in pacing impedances from 880 ohms to 1200 ohms. A loss of capture (loc) and pacing failure was observed during lead testing. The physician suspected a loose set screw. A revision procedure was performed and the lead was repositioned and remains in service. No adverse pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.